Event description:
Pt had balloon catheter inserted in the operating room to assist weaning from bypass. Upon arrival to open heart recovery unit, the augmentation and inflation were noted to be poor. When the catheter was removed a kink was noted in the sheath at the site of pt entry.